Event description:
The customer reported that the left monitor screen was blank. No patient injury was reported.

Manufacturer narrative:
The ge service rep removed and replaced the left monitor and display adapter pcb. The system functioned as intended.